Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor error that occurred 3 weeks ago. Customer was using the enlite sensors. Customer stated her blood glucose level was 190 mg/dl this morning. Customer stated that it went into threshold suspend and she just treated it without checking first. The pump was still saying 60 mg/dl. Customer declined troubleshooting since she usually takes care of it. Customer was advised that she will be contacted again in 90 days with a follow-up phone call. No additional information provided.